Event description:
The customer complained that they could not get the ppm on the bed to arm.

Manufacturer narrative:
The tech replaced the scale board, which resolved the issue. The bed is operating within specification. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.